Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No information is yet available if tavi was performed. Device will not be returned.

Event description:
The manufacturer received the information on (B)(6)2015 that a (B)(6) years old symptomatic patient suffering from dyspnea at effort came to surgeon on the (B)(6) 2015. Tee showed severe mitroflow 21 prosthesis stenosis (mean gradient of 52 mmhg and a peak gradient of 76 mmhg). No aortic leak. Normal fevg. Cardiac scan is going to be done to decide of a possible tavi.